Event description:
It was reported that during an implant procedure, the physician noted an unusual amount of blood in the lead. The lead was not used and another lead was not implanted either. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4): segments of the lead were returned and analyzed; no anomalies were found. Blood was noted on the distal and proximal conductors (not obstructed) and both conductors were kinked/buckled. The lead was damaged at implant. Visual analysis noted that by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. (B)(4).